Event description:
The customer stated that he was hospitalized due to hypoglycemia. The customer's blood glucose reading at the time of the phone call was 230 mg/dl. Troubleshooting was performed and found that the insulin pump was reading the reservoir volume correctly. The customer stated that the programming on the insulin pump was incorrect and he had to reprogram it. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.